Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. As reported from the e-select registry, the ''stent moved during expansion". This was recorded as a procedural complication. Multiple attempts to clarify the event were unsuccessful and the only additional detail provided was "the stent moved due to a difficult guide catheter position. It is not related to the cordis device/product". No adverse events were associated with this event. The procedure was described as implantation of two cypher select stents in the left coronary system (one 3.0x33mm in the proximal lad, one 3.0x33mm in the proximal circumflex, and two cypher select stents in the right coronary system (3.5x13mm and 3.5/8mm in the mid rca and 3.0/33mm in the proximal rca) in a 60-year old male. No other complications were reported and the pt was discharged without delay. At the 1-month follow-up, he remained asymptomatic. The product could not be returned for eval; it remained implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The event could not be confirmed nor clarified. With such limited info, it is not known what factors may have contributed to this event.

Event description:
It was noted that the 3.5 x 8mm cypher select stent implanted in the mid right coronary artery moved during expansion. The pt was initially enrolled in the study in 2007 with a 3-vessel disease. The main indication for the intervention was a previous q-wave myocardial infarction. The first lesion treated was in the proximal left anterior descending (lad) branch. A 3.0x 33mm cypher select stent was electively implanted at 16 atm. The second lesion treated was in the proximal circumflex. The lesion was pre-dilated and a 3.0x 33mm cypher select stent was electively implanted at 22 atm. The third lesion treated was in the mid right coronary artery (rca). A 3.5x 13mm cypher select stent and a 3.5x 8mm cypher select stent were electively implanted at 16 atm and 20 atm, respectively. The fourth lesion treated was in the proximal rca. A 3.0x 33mm cypher select stent was electively implanted at 24 atm. The pt's pre-procedure medications included the following: aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt's intra-procedure medications included the following: aspirin, clopidogrel and heparin. The pt's post-procedure medications included the following: aspirin, clopidogrel, statins, ace inhibitors and beta-blockers.